Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log (ehl) showed multiple lost saved settings. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was due to the internal battery requiring charging. As a result, the downstream/upstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump turned off even with the battery in the pump. The device would display and turn off. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.